Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon occurred due to a faulty power supply. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The unit was returned to the service center for evaluation. The reported complaint of not powering on was confirmed and due to bad power supply. In addition, a worn out scope socket, a weak igniter and the lamp life meter was reading over 500 hours with the light output measuring out of range. The cause of the power supply failure cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during preparation for use, the unit would not power up. There was no patient invlomenmt.